Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer contacted adc to report that for the past two weeks his adc meter was not starting a test after blood sample application. The customer further reported that on the morning of (B)(6) 2017 he felt weak, off balance, and lost consciousness. The customer then went to his doctor at 2:00 pm, who measured his blood sugar at 500 mg/dl. His doctor referred him to the hospital. The customer went to the hospital at 4:00 pm where his sugar was measured to be "close to 500." He was treated with insulin and gabapentin. The customer reported being diagnosed with high blood sugar and being hospitalized for 3 days. He indicated that he was treated with insulin every 2 hours and he was released once his sugar was down to 200 mg/dl. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. As a valid strip lot number was not provided for the freestyle strips, dhrs for all freestyle strips within expiration at the time of complaint were reviewed and the DHR review showed that there were no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was performed for the reported complaint and freestyle test strips. Although a trip was observed, no further track and trend review was required due to low rate of confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer contacted adc to report that for the past two weeks his adc meter was not starting a test after blood sample application. The customer further reported that on the morning of (B)(6) 2017 he felt weak, off balance, and lost consciousness. The customer then went to his doctor at 2:00 pm, who measured his blood sugar at 500 mg/dl. His doctor referred him to the hospital. The customer went to the hospital at 4:00 pm where his sugar was measured to be "close to 500." He was treated with insulin and gabapentin. The customer reported being diagnosed with high blood sugar and being hospitalized for 3 days. He indicated that he was treated with insulin every 2 hours and he was released once his sugar was down to 200 mg/dl. There was no report of death or permanent injury associated with this event.